Event description:
It was reported that a cholecystectomy was performed with a laparoscopic-shape hook electrode. Upon surveying the field when the operation was finished, allegedly, a burn on the left lobe of the liver was noted. The burn location was in a region remote from the operative field. Following the procedure, the device was examined and a hole (less than 1 mm diameter) was visible in the insulation, approximately 5cm from the tip.

Manufacturer narrative:
Additional information will be provided once investigation is completed.